Event description:
The phacotron gold unit was reported to have rendered excessive suction during cataract surgery. The patient required a vitrectomy procedure subsequent to posterior capsular tear and chamber collapse.